Event description:
It was reported that the vent's screen froze and become unresponsive while on patient. No patient harm was reported. The vent was swapped out immediately.

Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. Results of investigation: the reported failure can be traced to epc malfunction issues resulting from cracks in the die due to mechanical stress caused by particles in the conductive paste and various tolerances of the heat stack. The conductive thermal paste is ceramic based and these particles when subjected to high temperatures can lead to uneven pressure distribution across the die and may create stress points by the heat sink (in combination with the ceramic particles) that can result in cracks on the epc die and its interior. These cracks can cause internal open or short circuits leading to display errors such as black/blank screen during startup, blue screen, ui failsafe screen triggered (caused by a restart of the epc), bios password screen triggered, scrambled screen, or frozen screen during operation. Refer to CAPA-000000994 for corrective and preventive actions. Root cause failure:.

Manufacturer narrative:
The device main electronics board was replaced as a precaution for the reported malfunction. The original main electronics board was returned to the failure analysis lab for further evaluation. The device logs were also evaluated as a part of the investigation. Although the reported malfunction can be confirmed on the device logs, the main electronics board passed all testing and the reported issue was unable to be duplicated.